Event description:
It was reported during an atrial fibrillation ablation procedure a pericardial effusion occurred using a cool path duo ablation catheter. The physician had used an inquiry catheter in the cs and an optima decapolar catheter in the heart. He completed a transseptal puncture using a brk needle through a swartz introducer. Three hrs into the procedure, the cool path duo catheter was in the left atrium and mapping was being done. The catheter felt "stiff" to the physician. The pt's blood pressure became low and a pericardial effusion was drained with a pericardiocentesis. The pt was transferred to intensive care and his status was listed as ok.

Manufacturer narrative:
Received one contact therapy 7f catheter for complaint eval. Visual inspection of the catheter revealed no anomalies. The catheter created and held a curve which matched the required template. Steering force to create a curve met the required specification. The catheter passed the continuity test, EKG noise level test, pressure drop test, ablation simulation test and passed flow rate specification. The catheter tip was investigated under the microscope, no nonconformity was observed. Review of the device history record confirmed this device met mfg requirements prior to shipment. The device met specification, no anomalies were noted. The review revealed no non conforming material reports as well. The most probable root cause classification of the reported event is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the IFU.